Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I free t4 result generated on an alinity I processing module for one patient. The initial result = 23 pmol/l, retest result on a different analyzer = 13 pmol/l. There was no impact to patient management.